Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: although the report of a drop in speed below the low speed limit was confirmed through the analysis of the submitted log file, a specific cause for the drop in speed could not be conclusively determined through this evaluation. Furthermore, a direct relationship between the device and the reported elevation in the patient¿s ldh could not be conclusively determined through this investigation. The submitted system controller log file captured one low speed advisory alarm on 13may2019. This low speed advisory alarm occurred when the speed dropped below the set low speed limit of 8200 rpm. Also of note, the patient appeared to be operating on battery power for approximately 46 days. The sleeping section of the heartmate ii patient handbook explains that heartmate ii patients must be attached to the power module during sleep or any time when sleep is likely. The patient remains ongoing on vad support. Device thrombosis and hemolysis are listed in the heartmate ii IFU as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. The patient care and management section of the IFU also discusses anticoagulation, including recommended inr values. The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information regarding the assessment of pump flow. Pump parameters, including speed, are detailed in the introduction section of the hmii IFU. The alarms and troubleshooting section of the hmii IFU gives an in-depth overview of all alarms, including the low speed operation alarm, how they are triggered, and how to respond to an alarm(s). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years, 5 months (the age is calculated from the date of implant to the event date.). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted with elevated ldh and was started on bivalirudin (bival). There were no power spikes, failure symptoms, or dark urine. The ejection fraction (ef) was 40 ¿ 45%. The patient was a poor candidate surgically for a pump exchange. The log file analysis showed a low speed advisory on (B)(6) 2019. The log file captured a speed drop less than the lower speed limit on (B)(6) 2019. There were no other unusual events seen within the log file. The mcs equipment was operating as intended. No cause of ldh was identified. The patient had no symptoms, and was continued on bival. Ldh remained in 500 range on bival; small pump clot was suspected. Weekly methotrexate (mtx) was stopped; patient was on for rheumatoid arthritis with possible thrombotic potential. Aspirin increased to 325 mg daily from 81 mg daily. Ramp echocardiogram was positive (B)(6) 2019 with speed increased from 8800 to 9800 rpm with aortic valve still opening 3 - 5/5 times. Ldh essentially stable but not markedly elevated.